Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the revision surgery was performed with femoral neck system (fns) implant cut out proximal femur revised with proximal femoral nailing system (tfna) with augment. There was no surgical delay reported. The surgery was successfully completed. The patient was stable after the procedure. Concomitant devices reported: femoral neck system plate 2 hole - sterile (part# 04.268.000s, lot# unknown, quantity# 1). Antirotation screw for femoral neck sys 85mm length - sterile (part# 04.168.485s, lot# unknown, quantity# 1). Bolt for femoral neck system 85mm length-sterile (part# 04.168.285s, lot# unknown, quantity# 1). This report is for one (1) screws: locking. This is report 1 of 2 for (B)(4).